Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer's blood glucose (bg) was "high" (specific bg value was not provided). A correction bolus via the pump was delivered to address bg level. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Recommendation was made to consult with a healthcare provider regarding diabetes management.